Manufacturer narrative:
Additional information was received that the infection was located at the pocket site. The patient was prescribed antibiotics. The physician believed that it was not device related but it was procedure related.

Event description:
A report was received that the charger will not connect with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the charger will not connect with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that during the revision procedure when ipg and lead sites were opened, the physician suspected infection on both sites. A dewy mixture was noted when the battery was supposed to be swapped or repositioned. The physician decided to explant the lead and the ipg. Device malfunction was not suspected. Additional suspect medical device component involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the charger will not connect with the ipg. The patient will undergo a revision procedure.